Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose at the time of the incident was not provided. The customer stated that the insulin pump had battery issues. The customer reported having the insulin pump restart before getting a flashing display. Troubleshooting was provided for the partial display but not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Missing segments/partial display not found during testing. Insulin pump passed the displacement test and the self test. (B)(4).